Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, "the pt had an infection. The surgeon performed an I and d and exchanged the insert. No further info is available from the hospital or sales rep."